Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was baclofen (unknown) at an unknown dose and concentration. The reason for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient has been experiencing a lot of spasticity. The return of spasticity occurred ¿at least a month ago.¿ he was getting an infection and all of the sudden he went into the fetal position with extreme pain. This occurred ¿about 3 weeks ago.¿ the healthcare professional (hcp) thought the pump had failed. No interventions were mentioned. The patient stated today ((B)(6) 2018) they did notice however a volume discrepancy with the pump. They pulled out 8.5 units when it should have only been 3. The patient stated he needs to find an hcp that can take over his pump to assist with these issues. The patient does not have managing hcp. There were no further complications reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.